Event description:
It was reported that during generator change-out for normal eri, when the implanted lead was connected to the new device, the lead was unable to be secured with the set screw. The device was not implanted and was replaced with no difficulties.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported setscrew anomaly was confirmed in the laboratory and was due to silicone inside the rv df-1 setscrew hex cavity.